Event description:
It was reported that exit block, high capture threshold, and low r-wave amplitude were observed. When repositioning was unsuccessful, the lead was explanted and replaced. There were no adverse consequences and the patient was fine.

Manufacturer narrative:
Analysis was normal. No anomaly was found.